Manufacturer narrative:
Medical records have been requested and have not been received by the MFR to date. At the conclusion of the investigation, a supplemental report will be filed with the results of the clinical investigations. The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A peritoneal dialysis pt reported that dialysis solution leaked out of the pt line. Nurse stated that the pt's line disconnected. Pt acquired peritonitis and antibiotics were administered. Nurse stated that pt is doing fine. Sample is not available for return; sample was discarded.